Event description:
It was reported that the pt, who had been implanted with a pixel stent in the proximal left circumflex in 2006, passed away suddenly two days after being discharged from the hosp 13 days later. The physician suspects the subacute thrombosis occurred in the lesion where the pixel was implanted and ventricular fibrillation occurred, which led to the death. No additional info was available.